Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one broviac hickman s/l catheter returned in two segments were returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. A complete circumferential break was noted on the distal end of the distal catheter segment. However, both edges of the proximal complete circumferential break surface were noted to have striations. The investigation is confirmed for the reported catheter fracture and leak issues, as a partial circumferential break were noted on the distal catheter segment with blood residue at the site of the break. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 06/2025), g3, h6 (method). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post device implant, the catheter was allegedly found to be torn and leaking. It was further reported that the patient had a burning feeling during transfusion of total parenteral nutrition (tpn) and extravasation was noted. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 06/2025).

Event description:
It was reported that post device implant, the catheter was allegedly found to be torn and leaking. It was further reported that the patient had a burning feeling during transfusion of total parenteral nutrition (tpn) and extravasation was noted. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one broviac hickman s/l catheter returned in two segments were returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. A complete circumferential break was noted on the distal end of the distal catheter segment. However, both edges of the proximal complete circumferential break surface were noted to have striations. The investigation is confirmed for the reported catheter fracture and leak issues, as a partial circumferential break were noted on the distal catheter segment with blood residue at the site of the break. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 06/2025). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post device implant, the catheter was allegedly found to be torn and leaking. It was further reported that the patient had a burning feeling during transfusion of total parenteral nutrition (tpn) and extravasation was noted. The current status of the patient is unknown.

Manufacturer narrative:
H10: additional information was received and the reportability was reassessed as malfunction. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one broviac hickman s/l catheter returned in two segments were returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. A complete circumferential break was noted on the distal end of the distal catheter segment. However, both edges of the proximal complete circumferential break surface were noted to have striations. The investigation is confirmed for the reported catheter fracture and leak issues, as a partial circumferential break were noted on the distal catheter segment with blood residue at the site of the break. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 06/2025). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post device implant, the catheter was allegedly found to be torn and leaking. It was further reported that the patient had a burning feeling during transfusion of total parenteral nutrition (tpn) and infiltration was noted. No medication was provided for the patient. There was no reported patient injury.